Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had buttons stop working out and sometimes had to press multiple times. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump screen had scratches and on the side. Customer stated that they make harder to continue her therapy battery changed, light and contrast are dimmer. The device will not be returned for analysis.